Manufacturer narrative:
Patient weight was requested but has not been provided. Provided. Per the reported event, the biomed representative identified 2 fused that needed replacement. The fuses were replaced and the issue was resolved. A medtronic representative went to the site to test the equipment. The imaging system passed the system checkout and was found to be fully functional. The suspect fuses were discarded at the site.

Event description:
A biomed representative reported that the mobile view station (mvs) would not power on. This was during a direct lateral interbody fusion to minimally invasive lumbar fusion-right; stage1: right l2-5 lateral interbody fusion. Stage2: mis l2-3, l3-4, l4-5 osteotomies l2-5 mis fusion imaging system spine. It was discovered that the mvs f11 and f12 fuses were blown. The rep replaced them and system was fully functional. The procedure was completed with navigation and imaging. There was no impact to the outcome of the patient.